Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The original cuff was too large, and it was not closing the urethra enough. The cuff was removed and replaced with a smaller size cuff. No further patient complications were reported.